Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient said they have been calling because they returned the two power cables to the rep that came with the smart programmer because they were defective. They have been waiting for over 6 months to get them replaced. Patient has reached out to the representative multiple times. The rep is no longer with the company. The handset does not last more than 24 hours, so using own cables and they will last only 12-18 hours. When they thinks it is at 100% it shuts off in the middle of the night. Every night it takes up to 30 minutes just to get it activated again. It takes 20-45 minutes to get connected from the handset to the communicator. Last night they got connected and sunday night. It is very frustrating to be going through all this nightmare. Patient was off of them off and on since the end of february because they was in the hospital and the doctors asked her to turn them off. Patient had been hospitalized 4 times since the end of february. The last time they was there was less than a month ago and they was discharged a month ago today. They don't know if the hospital stay was related to the device or therapy. They thought it could have been related to her gi symptoms but they doesn't know yet. It has not been ruled out yet. The first surgery they had a bad reaction to the antibiotics they gave her the day of surgery. They overnighted her a new medication that wasn't working for her so they sent her a third one. The surgery was the following week for part two. They ordered a new prescription and that didn't work for her, so they ordered a third prescription. The following week they went to the hospital 3 more times in february before they was admitted on her third visit. After the bad reaction on (B)(6) they ordered her another antibiotic the following monday. They notified them on friday was the surgery day so they received a new one. During visits to the emergency room, they went back and forth to the (B)(6) hospital which is greater than 50 miles away from her house. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back and stated they had not received the two power adaptor kits. Information was reviewed with the patient and they were offered replacement packages. The patient was advised that they had the option to purchase compatible cords because they had another different device [from the same manufacturer] that they were told to buy "something compatible" for, and the cord "shorted out" the device (the patient did not say what device they were referring to but said it was not the interstim). The patient stated the warranty said the [manufacturer's] product would last 5-10 days but it didn't last that long and they had to get a "new one put in". It was noted that the patient was very hard to understand but they said they had the first part of the surgery on (B)(6) 2025 and they had the second heart surgery on (B)(6) 2025 for activation. The patient said 4 days later they were in the emergency room, then 4 days later they were in the emergency room again, and then 10 days later they were in the emergency room again. The patient said then they were admitted into the hospital, and in total between the 4 hospital stays they were in the hospital for 45 days. The patient confirmed this was not related to the interstim but rather to "another device" (patient indicated it was from the same manufacturer). It was determined the package was sent to the wrong address. The patient said they had not received their ID card. A request was made to have the ID card sent. There was no option to expedite the card. The patient requested to speak with a supervisor regarding their shipping carrier concerns. The patient was transferred and they repeated the previously reported information regarding their power cords and adapters.